Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had failure to alarm for end of infusion was not determined because no product or device logs were returned.

Event description:
It was reported by the nurse that there was a general complaint of "medication infused without end of infusion alarm". There was patient involvement, but the outcome is unknown.